Manufacturer narrative:
This device was used for treatment, not diagnosis. Based on review of all available information, it is likely due to years of wear on the constraining liner from impingement. Over time this may have applied unintended forces to the constraining liner, leading to its ultimate fracture or significant wear, such that the neck of the femoral stem could contact and loosen the constraining ring. A malpositioned component may increase the probability for impingement, disassociation, dislocation, wear and revision surgery. It is a known risk that there may be subsequent revisions or surgical interventions of joint replacement devices. It is a noted device specific risk of prosthesis wear due to impingement of components or damage to the articular surfaces. This device is used for treatment not diagnosis. No information, asked not provided. Patient information not reported.

Event description:
It was reported that on (B)(6) 2011 a female patient was implanted with a right total hip. The (B)(6) patient's right hip was revised due to a fractured constrained liner which caused the constraining ring to become loose. Reportedly, there was no complications. No other information was received. There were no complications. No further information was reported. This is one of six products involved with the reported event and the associated manufacturer report numbers are 1038671-2017- 00341, 1038671-2017-00342, 1038671-2017-00344, 1038671-2017-00345 and 1038671-2017-00346.